Manufacturer narrative:
(B)(4). Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform displacement test due to blank display. Device received with cracked battery tube threads and stripped battery cap(p) coin slot. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of incident. Customer stated that the battery cap had locked and was unable to open it. The insulin pump will be returned for analysis.